Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d4: h4: the device expiration date and date of manufacture are unknown at this time. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during anterior cruciate ligament reconstruction the truespan 12 degree plga device had no device failure. It was reported that the incorrect product was in a different box. It was reported that they opened a 12 degree truspan box to find out it was actually a 0 degree truspan inside the box labeled 12 degree. Case completed successfully by opening another device. Surgical delay due to having wrong product in box. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that is shown a photo of the product label with truespan 12 degree plga information, however, the physical device is not shown, the photo provided does not contain enough evidence to substantiate the issue reported by the customer, therefore we cannot verify the issue reported. The overall complaint was not confirmed as the observed condition of the truespan 12 degree plga would have not contribute to the complained devices issue. Based on the issue reported and lot number involved, a product issue was identified during further investigation in related complaints. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: there were no non-conformances regarding this lot.